Event description:
It was reported that the right ventricular (rv) lead had noise and high threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The proximal conductor was distorted and there was blood/body fluid (not obstructed.) The outer insulation had cosmetic environmental stress cracking (esc) and was breached cut with cosmetic depression. There was blood in/on the helix/lobe mechanism. There was tissue on the helix and the lead had apparent explant damage.